Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates high resistance/impedance and interference/noise. The defibrillator impedances were 254 ohms on (B)(6), 2010. A patient alert sounded on (B)(6), 2010 for impedance greater than 200 ohms. The ventricular short interval count (sic) was 29214 over the device lifetime averaging approximately 45 per day over 640 days and 385 sic per day over 14 days from (B)(6), 2010. The atrial sic was 11478 over the lifetime of the device with an average of approximately 18 per day and 38 per day over last 14 days.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received one shock and oversensing was noted. It was also reported that the lead impedance was high in both defibrillation coils. The lead was capped and replaced. No further patient complications have been reported as a result of this event.